Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the patient had a significant myopic refractive error and the lens was repositioned twice. The lens was subsequently explanted and replaced with a standard monofocal lens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.